Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. If additional information is later obtained, a supplemental report will be submitted.

Event description:
The customer reported that the unit has an error message: check vent blower temperature. The customer contacted product support and reported has a high blower temperature. Verified code 1122 was in the significate log. He stated the air inlet filter was very dirty, and the cooling fan was spinning. Product support recommended parts for repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.